Event description:
A caller reported that a pump unexpectedly displayed a reset screen after it was dropped. There was no adverse impact to the customer's blood glucose level. Customer support clarified that the pump's reset was a safety feature and provided instructions on resuming insulin delivery. The customer successfully resumed insulin therapy and understood the information provided about the pump's reset procedure.